Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting sent to the noncalcified, very tortuous, distal right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system from the pt, a flared stent strut was noted. The lesion was then pre-dilated with a non bsc 2.0x20mm and a non bsc 3.0x20mm balloon and another taxus stent, same size, was placed successfully. No pt injuries or complications occurred.

Manufacturer narrative:
The device has not been rec'd for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.